Event description:
The customer reported that during service of the unit, no audio was observed. No pt involvement.

Manufacturer narrative:
The biomedical engineer reported that the fault of no audio was isolated to the main board. The customer was provided with part prices and service repair cost. No product being returned since the customer has elected to order replacement parts and repair in house. Info has been added to the database for trending purposes.